Event description:
During an in-clinic follow-up, there was decreased sensing and loss of capture were observed on the right ventricular (rv) lead. Fluoroscopy was preformed, and the rv lead was found to be dislodged. The rv lead was capped and replaced to resolve the event. The patient is stable with no consequences.